Manufacturer narrative:
The ph of the solution evaluated by the hospital was reported to be 9. The complaint sample was not returned for evaluation. The ph for boston simplus is between 6.5-7.7. A review of the manufacturing records and testing of a retain sample of the reported lot found the product met all acceptance criteria at the time of manufacture and distribution. Based on reported confusion regarding product usage, the difference in product ph and hospital reported ph, the lack of returned product for evaluation, and the retain test which demonstrated the product met acceptance criteria, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported severe pain when inserting the gas permeable contact lens for the right eye. The consumer reported that she had difficulty removing the lens. Following removal, the consumer washed the eye with water. Since there was no relief, the consumer sought medical attention. Hospital medical records indicated the patient thought the solution was her eye drops and soaked the lens in the solution prior to putting in the eye. The records indicated that the ph of the eye and the solution was 9, and a saline irrigation was administered. Examination observed a 0.5 cm by 0.5 cm corneal abrasion over the pupil. The consumer reported seeing a specialist who carried out further treatment and applied an eye patch. Consumer reported wearing the eye patch for three days. Doctor reported that consumer¿s sight had restored.